Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: one empty foil and a winding former with eight stands product code vcpb840 were returned for analysis. Upon initial inspection of the sample, a foreign matter (hair) was observed around the strands. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. This product issue will be addressed through quality system. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. When opening the package, a human hair was found in the suture packaging. No adverse patient consequences were reported. No additional information was provided.